Manufacturer narrative:
Date sent: 04/27/2009. Jaw misaligned, malformed clip. Eval summary: the analysis results of the er420 device a found that it was returned with one clip in jaws and the jaws misaligned. It was cycled, fed and formed four clips conforming and one class I scissor clip ("v" shape). It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the er420 device b found that it was received with the jaws misaligned. It was cycled, fed and formed five clips conforming and one class I scissor clip ("v" shape). It could not be determined what may have caused the condition found. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # e9fg98. Expiration date: 08/2013. Manufacturing date: 09/2008.

Event description:
It was reported that the devices were sued during an unk procedure. When the clips are fired, they are forming a "v" shape. Another device was used to complete the case. There was no adverse consequence to the pt.